Event description:
The customer reported the unit activated on it's own. A kleppinger, (non-covidien) device was also in use. The patient received a minor/superficial burn.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.